Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal tip appears to be split not at score lines. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through review of the provided imagery. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported ''the femoral access was difficult. Three proglides were attempted. Femoral angioplasty was performed. The first esheath split at the distal end. The insertion of this first esheath had some difficulty but expected from known calcification.'' In addition, ''as per medical opinion, the esheath damage was due to calcium.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a sapien 3 ultra valve, in aortic position by transfemoral approach. The patient has a heavily calcified femoral arteries. The first esheath split at the distal end. Another esheath was used and after access was gained the implant went well. The vascular surgeons were called to close the access site with a closure device. The patient is in stable condition. As per medical opinion, the esheath damage was due to calcium.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.